Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. During a repositioning attempt, the helix would not extend.